Manufacturer narrative:
Based on the limited information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the patient's reported post operative rash. The surgeon reports that he does not believe the patient's reaction is related to the mesh, however reports that he would like to rule out a sensitivity to the mesh. To date a formal prescription request for a mesh sample has not been received from the surgeon. Multiple attempts have been made requesting additional information, however nothing additional has been provided to date, as the surgeon reports that he would like to consult with the patient before continuing any further. Without a lot number a review of the manufacturing records could not be conducted. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It is reported that one month post implant of a large bard flat mesh the patient developed a rash throughout her body. As reported the implant procedure was a very complex surgical procedure in which an abdominal wall reconstruction with component separation was performed following the repair of a recurrent ventral incisional hernia. The rash was initially thought to be yeast. As reported, the md does not believe this rash is related to the mesh as the patient had other complications such as a (B)(6) and is of advanced age. The patient was evaluated by the dermatologist who suggested the possibility of a reaction to the polypropylene. As such the md has decided to perform a patch test using the mesh in which he can rule out sensitivity to the mesh.